Manufacturer narrative:
Device passed displacement, rewind, basic occlusion, force sensor, occlusion, and self tests; it failed load or prime test. The motor stopped turning with only a weight of 0.75 lbs. On the stack. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind anomalies were noted during testing. No stuck buttons or keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. Upon further review of the unit's interior, there were no signs of previous moisture or corrosion on the boards, motor, or electronic assembly. The motor was tested outside the device, and it passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that buttons were hard to press for more than 3 minutes of insulin pump. The blood glucose of the customer was 175 mg/dl. Customer stated that insulin pump had insulin flow block alarm. Customer was advised to discontinue use of insulin pump and refer to back up plan per health care professional instructions. Troubleshooting was performed but issue was not resolved. The insulin pump will be returned for analysis.